Manufacturer narrative:
Product analysis the device was returned without a cutter driver. The device was loaded onto a 7fr sheath, (photo 3) and the tip detached at the distal end of the torque shaft, the device tip was stuck on a 0.014¿ spider fx device and the guidewire lumen was ripped, image analysis the images show a diseased superficial femoral artery. There are segments of the vessel with chronic total occlusions. There is possibly an interventional device at the top of the first image, however, this cannot be confirmed due to cropping of the image and minimal imaging of the length of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone lx atherectomy device with a 7fr non-medtronic (terumo destination) sheath and a 5mm spider fx embolic protection device/guidewire during procedure to treat a 300mm calcified lesion in the patients left proximal mid distal superficial femoral artery (sfa). Severe vessel calcification was reported. Lesion exhibited multiple cto¿s (chronic total occlusion-100%) stenosis. Artery diameter reported as 5-6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A 5mm .018 non-medtronic (boston scientific) pta balloon was used for pre-dilation. The vessel was not post-dilated. The device was not passed through a previously deployed stent. No resistance was not encountered when advancing the device. It was reported after the second insertion and 1st pass, the device seemed to disconnect and operator lost a bit of control. Tip damage was reported. The guidewire lumen was torn/ripped. The tip did not detach. The physician felt that something with the device was off, he tried to remove the device. He encountered some resistance. There was a loop of wire at the tip of the hawk. Physician extended the hawk forward more distal and removed the wire loop. Trying to remove the hawk was still difficult. Physician pulled the hawk into the sheath and removed the sheath, the nose cone was stretched but still connected. The hawk and spider held pressure and patient had an improved palpable pulse in the left leg. The device was safely removed form the patient. No product used after removal. Procedure was aborted. When the device was returned, it was noted that the tip of the device was detached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ph.